Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the t1 and t2 anchor were returned with the device. The anchors are detached from the device and the suture knot has been tightened down. The deployment needle is in the t1 pre-deployment position indicating the device has been cycled twice. A functional evaluation revealed the device could be cycled without hesitation. The deployment of anchors is not capable of being tested. A review of the instructions for use found: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a mr procedure fast-fix t2 anchor pulled out after deployment t1 was left secured inside the patient. The procedure was completed with a backup device and no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure fast-fix t2 anchor pulled out after deployment. The procedure was completed with a backup device and no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.